Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the patient developed redness, edema, and phlebitis in the left upper limb. The type of procedure was indicated as treatment and the event occurred in the facility inpatient-ward unit. There was no reported harm.